Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in a unspecified artery. The 2x6mm mini trek ii balloon dilatation catheter (bdc) was attempted to be used in the procedure; however, a leak was noted between the internal lumen and the balloon lumen. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. Another balloon was used to complete the procedure. No additional information was provided.

Event description:
Subsequent to the initial report being filed it was reported that the mini trek ii bdc was a 2x8mm. No additional information was provided.

Manufacturer narrative:
Visual, functional, and scanning electron microscopy (sem) analysis was performed on the returned device. The reported leak was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The balloon was sent to the sem lab for further analysis. The sem report determined the device leakage from the proximal end of the luer may possibly be attributed to a gap/channel in the adhesive at the proximal bond area. Radial cross-sections were performed just distal to the bond area and just proximal to the glue port. Cross-section views revealed gaps/channels between the inner member and adhesive and the adhesive and inner surface of the luer lumen. The investigation determined the reported leak and noted gaps/channels between the inner member and adhesive, and the adhesive and inner surface of the luer lumen in the sidearm appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated d4: lot # updated from 40123g1 to 31219g1